Event description:
Device complication: fractured strut. Time of complication: during procedure. Symptoms: none. Upon retrieving the net, the net would not completely re-enter the retrieval catheter. The sheath was then removed with a notable fracture of the strut. The doctor was able to retrieve the device.